Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector and the cable was not fixed. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the connector was broken and the locking mechanism was defective. The epg passed incoming testing. The output connector assembly was replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.